Event description:
According to the available information during placement of a restorelle, the device reportedly ¿disintegrated¿. The restorelle was placed anterior and posterior as usual and sutured in place with running barbed suture. Surgeon placed sacral sutures and noticed that in the middle of the sacral tail, the integrity of the mesh seemed to be compromised as the mesh on the sacral tail appeared to disintegrate. The mesh was explanted, and a second mesh was placed with no trouble.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
A partial restorelle mesh was received for evaluation. Examination of the mesh revealed rough and irregular edges indicating the mesh was torn. Blood reside was noted on the mesh. The information received indicated the integrity of the mesh seemed to be compromised as the mesh on the sacral tail appeared to disintegrate. Quality observed a tear in the mesh. The mesh was reviewed by the senior principal engineer. During this review it was noted that the edge where the mesh failed looks like it was torn or ripped, no indications of disintegration was noted. Because no functional abnormalities were noted with the returned mesh, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information during placement of a restorelle, the device reportedly ¿disintegrated¿. The restorelle was placed anterior and posterior as usual and sutured in place with running barbed suture. Surgeon placed sacral sutures and noticed that in the middle of the sacral tail, the integrity of the mesh seemed to be compromised as the mesh on the sacral tail appeared to disintegrate. The mesh was explanted, and a second mesh was placed with no trouble.